Event description:
It was reported that the patient experienced a heart rate of 60 and 84 beats per minute with this right ventricular (rv) lead which was suspected to exhibit lead dislodgement. The boston scientific technical services consultant explained the device functions, informed that the remote monitor system was required for remote checks because no application was available, outlined the monitor transmission schedule, and advised the caller to contact their clinician regarding a lead concern. As of this time, this rv lead remains in service. No adverse patient effects were reported.